Event description:
Anterior vitrectomy performed. Pt has not yet recovered.

Event description:
Reporter noted handlings problem with the system. Capsule ruptures and vitreous body incidents occurred in six cases. Patient 2 of 6: status unknown.